Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6)2017, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 4351-35, serial/lot #: (B)(4), ubd: 19-dec-2018, UDI#: (B)(4). Product ID: 4351-35, serial/lot #: (B)(4), ubd: 12-dec-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for gastric stimulation. It was reported that the patient¿s leads were broken and that was why [the system] was removed. No further complications were reported or anticipated.